Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (bg) from 447 mg/dl to the 500s mg/dl with ketones. Customer addressed for elevated bg by delivering boluses via the pump. The customer suspected that the pump or infusion sets could be the causing the elevated bg. System check performed with tandem technical support indicated that the pump, cartridge and infusion set were functioning as intended; however, the customer indicated that the customer's hands were not washed prior to testing bg using test strips. Tandem technical support informed the customer that neglecting to wash the hands prior to testing bg can impact the accuracy of the test. Recommendation was made for the customer to discuss elevated bg with a healthcare provider.